Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) was implanted with two extensions with the same lot number. It was reported the patient lost stimulation after experiencing a fall. Reprogramming did not provide resolution. In turn, surgical intervention was undertaken. During the procedure, extension diagnostics revealed high impedance measurements. As a result, the patient's extensions were explanted and replaced which resolved the issue. The implant date for the following devices is unknown: model: unknown, scs leads.